Event description:
During initial testing at the manufacturer facility, it was discovered that air bubbles entered the rotator syringe during aspiration of contrast media.note: the list number of this sample could not be identified. The device was received from the customer with a report of air entering the syringe. There were no reports of any adverse patient events while the device was in clinical use.

Event description:
During initial testing at the manufacturer facility, it was discovered that air bubbles entered the rotator syringe during aspiration of contrast media. Note: the list number of this sample could not be identified. The device was received from the customer with a report of air entering the syringe. There were no reports of any adverse pt events while the device was in clinical use. Though requested, no additional information was provided.